Manufacturer narrative:
(B)(6). Additional analysis performed: the har36 was examined using an optical microscope. There is no substantial loss of material on the clamp arm. There are 3 locations on the arm where the metal surface is more shiny and reflective. These appear to be due to the harmonic blade rubbing in direct contact with the clamp arm. It appears that the distal white ptfe pad on the device came off and the blade continued to operate against the clamp arm. This motion created wear marks on the surface of the clamp arm. Additionally this metal on metal contact created a defect on the blade which initiated a fatigue crack causing the blade to break.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The tissue pad detached, but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the clamp arm was found broken; about 2 mm of material were missing from the distal end of the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received . Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a da vinci distal pancreatectomy, the blade broke off. The piece was retrieved from the patient. Second device was opened and the case was completed with no patient consequences. One device returning.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.